Manufacturer narrative:
Mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495, 2029214-2017-00496, 2029214-2017-00497, 2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501, 2029214-2017-00502, and 2029214-2017-00503.

Manufacturer narrative:
Citation: feng xu, wei ni, yujun liao, yuxiang gu, bin xu, bing leng, donglei song. Onyx embolization for the treatment of brain arteriovenous malformations. Acta neurochir (2011). Published online: 28 october 2010 the purpose of this article was to study the experience in the treatment of brain avms with onyx embolization. Between january 2004 and december 2007, 86 patients with brain avms were embolized with onyx. The authors conclude that although onyx allows moderate obliteration rates, combined management, such as adjunctive embolization with microsurgery or radiosurgery, may be effective for selected large avms. The mean patient age was 30.3 years (range, 8¿55 years). There were 51 men and 35 women. The products were not returned for evaluation as this was an event captured through literature review. There is limited patient and device information available, however in this case, the ischemic complications occurred after embolization. Ischemic or hemorrhagic complications may result in various functional neurological deficits and possibly death, and are documented in the instructions for use (IFU). The authors note that onyx can reflux during the procedure and occlude normal arterial branches. Based on the reported information, review of ifus, and review of literature to investigate the complaint, the most likely cause for the reported event is procedure related. Additional information has been requested on this case, including device and patient information. If the additional information becomes available a supplemental report will be submitted. Mdrs from this literature review: 2029214-2017-00493, 2029214-2017-00494, 2029214-2017-00495, 2029214-2017-00496, 2029214-2017-00497, 2029214-2017-00498, 2029214-2017-00499, 2029214-2017-00500, 2029214-2017-00501.

Event description:
Medtronic received information from literature review that after the procedure one patient with an occipital avm experienced permanent visual field deficit due to 'glue' reflux. The patient was receiving onyx embolization to treat a brain avm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.